Event description:
On (B)(6) 2011, this patient underwent treatment for an acute complicated type b dissection of the descending thoracic aorta and was implanted with a conformable gore® tag® thoracic endoprosthesis within the true lumen, no angioplasty was performed. The left subclavian artery (lsa) was intentionally covered, and the entry tear was excluded. Concomitantly, a surgical right to left femoral bypass was also performed. Pretreatment imaging determined the presence of an aortic intramural hematoma just distal to the lsa and that the patient had a bovine arch. The dissection measured 61.6cm in length, the maximum overall diameter of the true lumen was 25.3mm and the maximum aortic diameter within the dissected aorta measured 43.2mm. The patient tolerated the procedure with no endoleak observed. On (B)(6) 2011, the patient underwent repair of the ascending and arch pseudoaneurysm and type a dissection from a tear 1cm above sinotubular junction. It was reported that there was no retrograde dissection from the ctag device. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.